Event description:
It was reported that the advisory implantable cardioverter defibrillator could not be interrogated and exhibited loss of pacing. The device was explanted and replaced on (B)(6) 2018 and the patient was stable before, during, and after the procedure.

Manufacturer narrative:
Communication failure and premature battery depletion were confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.